Event description:
It was reported to boston scientific corporation that a wallstent enteral prosthesis was intended to be implanted within a patient. (Event date unknown). According to the complainant, during the procedure the stent was positioned at the target site; however during deployment the "system was broken". As a result the stent was unable to be deployed. There were no patient complications reported as a result of this event. The procedure was successfully completed with another stent. Despite attempts boston scientific has been unable obtain additional information regarding the circumstances surrounding this event. Should additional relevant details become available a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallstent enteral prosthesis was intended to be implanted within a patient. (Event date unknown). According to the complainant, during the procedure the stent was positioned at the target site; however during deployment the "system was broken". As a result the stent was unable to be deployed. There were no patient complications reported as a result of this event. The procedure was successfully completed with another stent. Despite attempts boston scientific has been unable obtain additional information regarding the circumstances surrounding this event. Should additional relevant details become available a supplemental report will be submitted.

Manufacturer narrative:
A visual examination of the returned device found that the stent was partially deployed by approximately 20 mm and the distal stent wires were damaged and uncrossed. The blue outer sheath was accordioned for a distance of 37 mm distal to the distal end of the t-bar connector. The stainless steel shaft was detached from the t-bar connector and the inner lumen was kinked. During functional analysis, it was not possible to retract the outer sheath by hand, due to the stainless steel shaft detach. The shaft was dissected proximal to the stent and the inner lumen and stent were withdrawn from the outer sheath. No issues were noted with the inner lumen in this area; however, the distal stent wires were damaged and uncrossed. Based on the condition of the returned device, the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted that could be related to this complaint. A review of complaint history for the reported lot number was performed and concluded there were no other complaints reported for this lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.